Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer stated they got a hardware low level failures alarm during a self test, but were able to clear the alarm and complete the rewind process. No further details were provided. No harm requiring medical intervention was reported. Troubleshooting was not completed for the under delivery issue. The insulin pump will be returned for analysis.